Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with fortum (1 gram, frequency and route not reported) and injection vancomycin (2 grams, frequency and route not reported) for peritonitis. The action taken with the dianeal therapies was not reported. The patient has recovered from the event of peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). This report involves an unknown baxter titanium adaptor should additional relevant information become available, a supplemental report will be submitted.